Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient saw the healthcare provider (hcp) on tuesday (B)(6), and hcp found the implantable neurostimulator recharger (insr) was off. The hcp was able to help the patient turn the insr back on and fully charged the insr. Hcp told the patient to call the manufacturer and have the insr replaced because it may be defective. Patient does not have a patient programmer (pp). It was mentioned that the hcp the also tried to turn the ins on again and could not do it. Patient used the insr and it connected , showed the ins battery was low and the patient had only two coupling bars. After repositioning the antenna , patient was able to get 8 bars. It was recommended for patient to charge up the ins. Patient confirmed ins was off, patient was redirected to the hcp to check the device and turn it on. Patient declined help from the patient services agent getting the device back on. It was reviewed for the patient that since the insr seemed to be working fine, patient may need to see the hcp and manufacturer's representative (rep) to check why therapy was off and get further assistance. No patient symptoms reported. Additional information was received from the consumer on 2020-mar-26. It was reported their current implantable neurostimulator recharger (insr) is worn out and is not working properly. They spoke with a rep who recommended them to request a new system. The patient stated it does not look damage but the insr does not charge their implantable neurostimulator (ins) well. Sometimes it takes 4 hours and sometimes takes 15 minutes. They noticed the change 2-3 weeks ago. They are getting good coupling. The problem is that when they charge, the ins battery remains at 3 quarters-almost full and never depletes. Patient services had the patient check and it was determined the ins was off. The patient does not have a patient programmer (pp). They were walked through the antenna locate (al) feature to activate on/off buttons on insr. The patient used the insr and turned the ins back on. It appeared the insr is working as intended. Additional information was received from a manufacturer representative (rep) on 2020-apr-08. It was reported the patient's physician is aware of the issue. When the manufacturer representatives (reps) talked to the patient, they walked the patient through troubleshooting. The patient stated they were familiar with their recharger and was able to confirm they were seeing what was explained as far as battery life and coupling connection. The reps were not aware the ins was off.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. It was reported the cause of the stimulator being off was due to them not knowing that the white button on the side of the charger would turn it off. They probably pushed the button. They were able to charge the stimulator back up. It continues to accept a charge.